Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first right ventricular (rv) lead exhibited high thresholds. This lead was capped and replaced. The second rv lead exhibited non-capture, pacing spikes and dislodgment. This lead was repositioned to the rv apex. Subsequently the patient experienced perforation and pleural effusion. A pericardial centesis was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.